Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump the insulin pump alarmed button error. Customer's blood glucose was 130 mg/dl. Customer stated the device was in his pocket all day. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No unexpected button error alarm was noted. The pump passed the displacement test, and all buttons functioned properly. However, the pump had moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corner.